Event description:
The surgeon reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens in the left eye. During lens implantation the surgeon noted a capsular bag rupture with intravitreal prolapse. A vitrectomy was performed. The lens was removed through an enlarged incision and replaced with another iol. According to the surgeon, the prognosis for the patient is excellent. Please reference MDR # 1119279-2011-00039.